Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: adjacent segment disease of l2/3 type of procedure: arthrodesis lumbar levels implanted: l4-s1 it was reported that post-op, the implanted screw broke and remaining in the patient. Patient suffered with back pain as a result of this event. The screw removal is not planned.